Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the non-tortuous and moderately calcified mid right coronary artery (rca). After a guide wire was advanced to cross the lesion, a 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion; however, the balloon shaft broke outside the patient while it was being advanced into the guider. The device was simply withdrawn and the procedure was completed with another of the same device. No patient complications were reported.